Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
This case was reported by a consumer via call center representative and described the occurrence of choking in a 69-year-old female patient who received double salt dental adhesive cream (corega sin sabor) cream (batch number hk1787, expiry date 31st august 2023) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega sin sabor. On an unknown date, an unknown time after starting corega sin sabor, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with corega sin sabor was unknown. On an unknown date, the outcome of the choking, accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the choking and accidental device ingestion to be related to corega sin sabor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on 21 apr 2021. The problem was that I still have more than a small amount, it sticks to my palate and I can't remove it, I have to scratch my palate to remove it, no matter how little I use. I choke easily. Product complaint reference ID was 01994052. Follow up information received on 13 may 2021: consumer stated that "I am a consumer of corega, I use an acrylic prosthesis and I have been using for many years with a chrome one where I did not use corega, the problem is that I still have more than I use a small amount, it sticks to my palate and I cannot take it out I use those little things round ones that are to remove makeup and with that I have to scrape my palate to remove it, so I want to know if there is any product or something that helps me dissolve that because it remains very close to the palate even though the amount I use is small. It sticks to the roof of my mouth and I use a brush and warm water but the brush does nothing. And 2 times it has happened to me that the product went to my throat and I have drowned and I always use a small amount and it went to my throat, I suffocate very easily." Product quality complaint 01994052(issue number) pqc81719 for lot number hk1787. The investigation reports concluded that, complaint was unsubstantiated. An investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All the raw materials used in the manufacture of the bulk were approved. It was verified that the physicochemical tests and the requirements established for product for release, met the specifications.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I have choked / I choke easily [choking], 2 times it has happened the product went to my throat [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) year-old female patient who received double salt dental adhesive cream (corega sin sabor) cream (batch number hk1787, expiry date 31st august 2023) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega sin sabor. On an unknown date, an unknown time after starting corega sin sabor, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with corega sin sabor was unknown. On an unknown date, the outcome of the choking, accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the choking and accidental device ingestion to be related to corega sin sabor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021. The problem was that I still have more than a small amount, it sticks to my palate and I can't remove it, I have to scratch my palate to remove it, no matter how little I use. I choke easily. Product complaint reference ID was (B)(4).